Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. The base was replaced.

Event description:
The hospital reported the caster broke away from the base. There was no report of patient involvement.